Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure. Reportedly, an unknown device failure occurred with two proglide devices. A third proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other proglide device is being filed under a separate medwatch MFR number. Evaluation summary: the device was returned for evaluation. The reported unspecified device failure was confirmed. Although the failure mode was not specified, the analysis observed a link detachment, indicating the device operated differently than expected, which likely caused the device failure. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.